Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed acceptable testing and catheter was incomplete and returned in segments.

Event description:
Additional information received reported the catheter was revised not removed and just the pump segment was replaced. The patient¿s catheter was on the recall list so the healthcare provider (hcp) revised the catheter on (B)(6) 2014 about three weeks after her initial implant.

Event description:
It was reported the patient had received an ascenda catheter two weeks ago and was distressed that her ascenda catheter was on the lots recall list. The patient had no symptoms or issues; however, her physician disclosed to her that her catheter was in a lot of catheters recalled. The physician recommended against revision as she had no symptoms. The patient went home and after a couple of days she remained distressed enough that she had a product implanted two weeks ago that was part of the recall list so a revision surgery was scheduled. The patient was scheduled to have a revision/removal on (B)(6) 2014, although it was not clear if the revision surgery would take place with certainty. The doctor described the patient as depressed, paranoid, and cannot sleep at night now as a result of having this field action product implanted in her. The patient continued to be symptom free. It was further reported the patient had the revision and surgery went well and was uneventful. The physician changed out the catheter. It was unknown what drug the pump was being used to deliver.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.